Manufacturer narrative:
The manufacturing record evaluation and manufactured date have been provided on february 11, 2019. Therefore, manufactured date has been populated. Investigation summary: it was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator and suffered esophageal fistula requiring surgical intervention. The original procedure was performed on (B)(6) 2018. There were no issues reported during this procedure. It was then reported that post procedure, the patient visited the emergency room with fever. Esophageal fistula was confirmed by eco and computed tomography (CT) scan by the cardiothoracic surgeon. A sternotomy and patch placement on the left atrium were performed. The patient was reported to be in stable condition. Extended hospitalization was required for observation purposes. Patient¿s outcome is unchanged. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Repair follow-up was performed and the device was not shipped for service. Service was declined. No malfunction of device can be found. A manufacturing record evaluation was performed for the finished device g4c-3827 number, and no internal actions related to the reported complaint condition were identified. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Multiple attempts have been made to obtain clarification on which system was used during this procedure. However, no further information has been made available. Since there is no clarification, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. The manufacturing record evaluation (mre) cannot be conducted because no serial number was provided by the customer. Concomitant medical products: pentaray catheter, us catalog #: unknown, lot #: unknown; soundstar catheter, us catalog #: unknown, lot #: unknown. (B)(4). Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator and suffered esophageal fistula requiring surgical intervention. The original procedure was performed on (B)(6) 2018. There were no issues reported during this procedure. It was then reported that post procedure, the patient visited the emergency room with fever. Esophageal fistula was confirmed by eco and computed tomography (CT) scan by the cardiothoracic surgeon. A sternotomy and patch placement on the left atrium were performed. The patient was reported to be in stable condition. Extended hospitalization was required for observation purposes. Patient¿s outcome is unchanged. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. The generator was used in power control mode. Radiofrequency was applied at 50 watts for 15 seconds. The overall time for ablation at the site of the injury was of 14.5 seconds approximately. No modality was used to prevent esophageal fistula.

Manufacturer narrative:
Correction to the product catalog number and serial reported in the 3500a initial report. Initially reported the catalog number as unk_smartablate generator and serial number as unknown. However, the catalog number is m490007 and the serial number is (B)(4). Therefore, fields catalog, serial, unique identifier( UDI), manufacturing site name, manufacturer site addr. Street line 1, manufacturer site city, manufacturer site state code, manufacturer site zip code, manufacturer site postal code and manufacturer site country code have been populated. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Therefore, updated method codes, result codes and conclusion codes. Manufacturer's ref. No: (B)(4).